Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the forceps elevator could not be identified and a definitive root cause of the issue could not be determined, however, physical damage to the device as a result of possible mishandling at the facility, may have resulted the inability to remove/retention of the foreign material. The event may be prevented by following the instructions for use sections below: ¿chapter 6 compatible reprocessing methods and chemical agents¿ ¿chapter 7 cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device forceps elevator. The customer's originally reported issue of an instrument channel leakage was confirmed. The following additional findings were also noted: scope cylinder shaved, water removal ability did not meet the standard value, wear of the angle wire, bending section cover adhesive detached, assorted scratches, light guide bundle breakage, and loss of water tightness. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that there was leakage of the instrument channel of their evis exera ii ultrasound gastrovideoscope. Upon inspection and testing of the returned unit, foreign material was found in the forceps elevator. The foreign material was noted to be ocher in color, and could not be identified. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.